Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was dermabond still on the patient on (B)(6) when patient was released from hospital? What did the wound look like when the patient was released from hospital on (B)(6)? Was there any reaction at time of release from hospital on (B)(6)? Was the site cultured? If so, what bacteria were identified? What was the reason for the wound exploration on (B)(6)? Do you have any photos? What in the physicians opinion are the factors contributing to the event? What do you use to close the wound before closure? How the device was used (what layer of tissue and how many layers applied)? Location and incision size of product application? How the device was used (what layer of tissue and how many layers applied)? Was a dressing placed over the incision? If so, what type of cover dressing used? What does the reaction look like? Please provide details. How large of an area does the reaction cover? What was done to address the reaction? What type of medication? Dose? When (date) administered? Was the product removed? Was another method used to close the incision? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? What is the most current patient status? Is the lot number for the product known? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender patient pre-existing medical conditions (ie. Allergies, history of reactions) lot number of dermabond used?

Event description:
It was reported that a patient underwent right carotid endarterectomy procedure on (B)(6) 2017 and topical skin adhesive was used. The patient was released home on (B)(6) 2017 and then re-admitted on (B)(6) 2017 with the diagnosis of cellulitis of right neck. The patient was started on antibiotics and brought back to surgery on (B)(6) 2017 for wound exploration of the right neck incision. After the swelling went down and the incision was more visible, the doctor opines that the patient had a severe reaction to the topical skin adhesive that was applied to the skin at the end of the procedure.

Manufacturer narrative:
Corrected information: event date (B)(6) 2017.